Event description:
The customer stated that he was receiving erratic results. He stated that he would test and get a blood glucose result of 100 mg/dl. He would retest within a couple of minutes and get a result of 200 mg/dl or higher. The difference between a result of 100 mg/dl and 220 mg/dl would fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.